Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through the implant patient registry that a patient with a 27mm 3300tfx aortic valve, was explanted after an implant duration of 4 years, 1 month due to unknown reason. The explanted valve was replaced with a 25mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Event description:
It was learned through the implant patient registry that a patient with a 27mm 3300tfx aortic valve, was explanted after an implant duration of 4 years, 1 month due to staphylococcus epidermidis methicillin endocarditis, vegetations, dehiscence, abscess, and moderate paravalvular regurgitation. The explanted valve was replaced with a 25mm 11500a aortic valve. Per medical records, the patient presented with fever, chills, and malaise. Blood cultures were positive for methicillin-resistant staphylococcus epidermidis endocarditis. Tee showed a lvef of 60-64%, abnormal rocking of the aortic valve with partial dehiscence, large vegetations on both the aortic and ventricular sides, extensive paravalvular thickening with echo lucent areas, and an abscess between the aorta and the lvot. Moderate paravalvular regurgitation and mild transvalvular aortic regurgitation were also noted. The patient underwent a redo avr, hemiarch repair, mv repair, reconstruction of the aortic-mitral curtain, and CABG x1, all in the same procedure. Intraoperatively, the infected aortic valve and all infected tissue were removed. The aortic root abscess extended into the aortic-mitral curtain, prompting a bentall operation and mv repair. A 30mm cosgrove mitral ring and a bovine pericardial patch were implanted in the mitral position. A 25mm 11500a aortic valve was then implanted in the aortic position along with a 30mm hemashield graft, secured with corknots. The patient was transferred to the cardiac ICU in critical but stable condition, on pod#18, the patient was discharged. Hospital pathology report of gross exam of the aortic valve: the leaflets display a tan-white smooth cut surface with a minimal amount of attached soft tissue. Sectioning reveals a tan-white friable and finely granular cut surface.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, g3, g6, h2, h6 (clinical code, device code, type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.